Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after loading a cartridge with 200 units of insulin. The customer successfully reloaded the cartridge and insulin delivery was resumed. Blood glucose was 233 mg/dl.